Event description:
A female, who was the driver in a motor vehicle accident suffered severe brain damage. A CT scan showed massive diffuse axonal injury (dai) and a camino and an external drainage system was applied. The camino showed much higher values than the measure on te ventricular drain which was measured by the height of the water column. The camino was changed to a double lumen bolt to measure the icp and the po2 values by camino and licox. As a result of this change the measurements correlated.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.